Event description:
Ventricular low lead impedance warning 26-0ct-2019. Device appears to be oversensing on the ventricular lead .. " lead manufactured by st. Jude. Case: (B)(4) / (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).